Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine check-up where it was determined there was a complete loss of atrial capture and low impedance on the atrial lead. Reprogramming was performed to obtain stable atrial capture. The patient will be monitored.